Event description:
The patient reported to the health care provider that the pump has not been working since 2004. It was unclear why. The MRI was not related to any problem with the pump/therapy per the MRI tech. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # j11295r30 implanted on: (B)(6) 2002 explanted on: unknown. (B)(4).